Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the white balance adjustment issue was due to a faulty video connector socket. However, the specific cause of the faulty video connector socket could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The olympus service center confirmed the reported event during inspection and testing. Upon inspection and testing of the device, it was found that the bad image white balance was due to a bad connector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that an image problem ¿balance issues/static ¿occurred on the hd camera head. The issue was found during reprocessing. There was no patient harm associated with the event.